Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during the meniscus repair procedure, t1 was deployed successfully and t2 was deployed but it failed to implant. T1 anchor was removed from the body using forceps. No patient injury or delay was reported. It is unknown if there was a backup device available to complete the procedure.

Manufacturer narrative:
Report was inadvertently submitted under manufacturer number ¿3006524618¿ but the correct manufacturer number is 1219602. One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 was deployed successfully and t2 was deployed but it failed to implant.¿ t1, t2 and suture were returned separated from the delivery needle. T1 has suture "knotted" and looped around the body lengthwise. This is not conducive to securing. The depth limiter was attached and forwarded. The delivery needle showed visible damage. The needle had been bent downward and toward the left. Despite the needle damage, the device cycled and actuated. Do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
The initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) (s+n austin). The correct manufacturing site information and registration number is (B)(4) (s+n mansfield). Corrected data: d3 and g1 manufacturing site name, address and contact information.